Manufacturer narrative:
D2b pro code (product code): from naj to dqy. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via user facility#: (B)(4) that balloon rupture occurred. Vascular access was obtained via left radial artery. The occluded target lesion was located in the severely tortuous and severely calcified left renal artery. The physician decided to pursue left femoral artery access by placing 6f sheath and 6f steerable sheath. The lesion was wired with non-boston scientific (bsc) guidewire and dilated with 2 mm, 3 mm and 5 mm non-bsc balloon for 200 pulses. A 6.0 mm x 40 mm x 135 cm (4f) sterling balloon catheter was advanced and dilated but then ruptured. The sheath and balloon were removed intact and reinserted. The lesion was wired again with 6 mm athletis balloon, but it did not cross. The ivus shows residual severe underexpansion. This 6 mm nc coronary balloon was used but ruptured, therefore a 6 mm drug-coated balloon was used to dilate but still residual waist was noted. The procedure was completed. No complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported via user facility#: (B)(4) that balloon rupture occurred. Vascular access was obtained via left radial artery. The occluded target lesion was located in the severely tortuous and severely calcified left renal artery. The physician decided to pursue left femoral artery access by placing 6f sheath and 6f steerable sheath. The lesion was wired with non-boston scientific (bsc) guidewire and dilated with 2mm, 3mm and 5mm non-bsc balloon for 200 pulses. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced and dilated but then ruptured. The sheath and balloon were removed intact and reinserted. The lesion was wired again with 6mm athletis balloon, but it did not cross. The ivus shows residual severe underexpansion. This 6mm nc coronary balloon was used but ruptured, therefore a 6mm drug-coated balloon was used to dilate but still residual waist was noted. The procedure was completed. No complications were reported.